Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and low glucose values were observed towards the end of sensors life indicating that the user removed the sensor late. Therefore, this issue is not confirmed to late sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness, and received third-party administration of "emergency injection" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness, and received third-party administration of "emergency injection" for treatment. There was no report of death or permanent impairment associated with this event.